Event description:
According to the facility, there is air getting in the contrast line and the control syringe and pressure line back off the ports of the manifold.

Manufacturer narrative:
According to the facility, there is air getting in the contrast line and the control syringe and pressure line back off the ports of the manifold. No additional information at this time. The product has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.